Event description:
On (B)(6) 2026, a other health care professional contacted technical service to report that progressa frame (product code p7500a000182, serial number (B)(6), had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace actuator. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the pedals, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Examine the condition of the two CPR release pedals, CPR cable, and CPR mechanism on the head motor. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the actuator to resolve the reported event. Based on this information, no further action is required.